Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for a low episode because she over delivered insulin. The customer stated that her glucose reading was 49mg/dl, and she treated with toast, jam, and some orange juice. Then the customer used her bolus wizard to bolus for the carbohydrates even though her glucose level was running low. The customer stated that she attempted to drive to drug store, and then she realized the police and the ambulance were around her. The caller stated that her glucose reading was 20mg/dl, and she was disconnected from the insulin pump. The customer was treated with dextrose to raise her glucose level, and then she was released. No further information was provided.